Event description:
Tvt implanted 2008. I experienced pain, constant uti's, pulling in groin, uncontrollable urgency issues without the ability get to a facility in time. Not pre-existing. Experienced isolation, humiliation, embarrassment, loss of dignity, loss of work, loss of ability to have or enjoy a sexual life until removal 2009. Pathology report indicated rejection of product. I did mail this report last week: tvt implanted 2008, due to sui & frequent utis rejection of mesh & mesh removal 2009. Pathology report = "foreign body giant cell reaction".